Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope continuously stopped working with problem near scope connection during the procedure. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, scratches on distal frame, dents and scratches on outer tube a root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined. The most probable cause of fiber breakage, scratches on distal frame, dents and scratches on outer tube were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.